Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v620583 implanted: (B)(6) 2011 explanted: (B)(6) 2012 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the first implant had an issue where it started going off and seemed the connection was not corresponding with the healthcare provider (hcp) device. The hcp determined an issue with the lead and suggested replacement to resolve. The implanted components were replaced. No symptoms were reported. No further complications were reported/anticipated.